Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a prodisc-c procedure surgeon was using the position gauge checking the size of the keel cuts and the gauge went through the vertebral body hitting the dura; this was seen under image intensifier. The gauge was pulled out heavy bleeding was noticed. Surgeon assured the dura was not injured. The prodisc-c was then implanted. Synthes was notified on (B)(6) 2011 by the hospital: the patient has paresthesias in the hands. It was noted patient has mental problems and no one knows if the sensory disturbances reflect the truth. This is 2 of 2 reports for this event.